Event description:
It was reported that during the implant procedure the helix would not extend. The lead was not implanted. No patient complications were reported as a result of this event. It was reported that during a repositioning attempt it was not possible to extend the helix a second time. A clicking noise was heard. Patient status: ok. It was reported that during the implant procedure the helix would not extend. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) visual inspection: upon analysis it was reported that there were no anomalies found, and there was blood in/on the helix/lobe mechanism.